Event description:
It was reported that a pump does not have audio function. The customer stated there was no reported patient injury.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and baxter was able to confirm that the audio function was not present. Further evaluation identified that the absence of audio was due to a failed speaker. The investigation concluded that there was an intermittent connection between the speaker coil and the speaker back flex leads which caused an open connection and the no audio condition. All detection capabilities and functions performed as expected. The speaker will be replaced.